Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the main board failure of the subject device which caused the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of sorc, omsc concluded there was the possibility this phenomenon was attributed to the main board failure of the subject device. The cause of the main board failure could not be identified because the subject device was not sent. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not start at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.